Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced power supply with redundant medical grade power supply (mgps). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The mgps was analyzed and found to have power issue. During an in-house failure analysis, the unit was installed on printed circuit assembly (pca) xi system and would not power on. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the resident console was not powering on. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified only one surgeon side console was connected. The tse had the or staff check the console circuit breaker, and the staff verified it was in the up position and on 1. The tse had the or staff try a different power outlet and still had no power. The customer would complete the case only using one ssc. The procedure was completed as planned with no reported injury.